Event description:
It was reported that the patient presented for a magnetic resonance imaging (MRI) procedure. Prior to the procedure, it was noted that the left ventricular lead exhibited high pacing impedance. Programming changes were made. There were no patient consequences.